Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), the tip broke. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber was thoroughly analyzed. Visual analysis identified the glass cap and metal cap were detached and not returned with the fiber. The detached caps were not returned for analysis and therefore, the levels of devitrification and detritus could not be determined. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted found no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appeared in good condition and were secured. The control knob was attached and aligned with the fiber and could rotate the fiber. With the available information boston scientific concluded that the reported fiber cap/tip break was confirmed as analysis identified the glass cap was detached and it was not returned with the fiber. B3: date of event is an approximation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), the tip broke. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
B3: date of event is an approximation.